Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. On oxygen gas path screenshots shows that the pressure is not going higher than 2.71 bar during the test. But it is visible in the logs that alarm 388 no o2 dosing possible and alarm 271 - oxygen supply failed during a running ventilation. Asked customer to run a ventilation test with 60% oxygen for 30 minutes and perform three oxygen flush maneuvers. The test was successful and there were no alarms. The machine will return to the customer.

Event description:
The customer reported alarm 388 - no o2 dosing possible on this unit. At this time, patient involvement is unknown.